Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker triggered a lead impedance safety switch for a high pacing impedance measurement of greater than 2000 ohms. The pacemaker was also in suspension mode. Additional information made available from the field indicated that the patient¿s system was reprogrammed to unipolar pace and sense and that the patient will continue to be monitored. All products remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information regarding this event is being requested from the field.

Event description:
Additional information provided from the field indicated surgical intervention was later performed and the rv lead was abandoned due to a continuation of high pacing impedances. The pacemaker was also explanted. No additional adverse patient effects were reported.